Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a toric implantable collamer lens -13.0/+1.0/173 (sphere/cylinder/axis) into the patient's left eye (os). The surgeon reports residual astigmatism and lens rotation. Attempts to obtain additional information have not been successful.